Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted pump system for intractable spasticity and other spasticity. The pump was used to deliver gablofen (baclofen) 2000mcg/ml at 1225.1mcg/day. It was reported that the a refill was done on (B)(6) 2022. The estimated reservoir volume was 5.8ml and the actual reservoir volume was 10.4ml. There was no volume discrepancy at the previous refill. It was noted that the reporting nurse usually refilled the pump, but a co-worker did the previous refill. The reporter consistently used gablofen and was wondering if there was a little more drug in these prefilled syringes. The reporter also noted that the pump was tilted a little in the pocket. The pump logs showed no alarms. Catheter imaging and a catheter access port study were discussed with technical services. There were no therapy issues. There were no patient symptoms or complications reported.